Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services states that noise was reported on shock channel on latest latitude send ( last office interrogation: (B)(6) 2011 o 15:08 latest send: (B)(6) 2011 07:01 ). Technical services looked at episode v-926. Technical services noted only episode with noise on shock channel. All lead diagnostics were normal, stable. Ts advised monitoring for further events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).